Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial:(B)(6). Batch: 7098067

Event description:
It was reported that the deep brain stimulation (dbs) patients leads were not optimally placed wherein causing the patient to experience dizziness, light headedness and an overall lack of benefit from the therapy. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted devices were retained by the hospital and were not returned to bsc.